Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to the reported symptom of "system error 105" caused by a failed motor (flex). The failed motor was replaced.